Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump had cracked lens. The review of event history log identified following event: "on (B)(6) 2019 12:01:35 pm system fault 41,100 occurred 2,915 0 0 3. On (B)(6) 2019 12:05:35 pm system fault 41,100 occurred 3,024 0 0 3". Functional testing included power up testing. The customer reported issue was could not be duplicated. Based on the history log evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 41100". No adverse effects were reported.